Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced high blood glucose (bg) event on (B)(6) 2026. The infusion set cannula was found bent upon removal. The insertion site was abdomen. The infusion set was used for one day. The blood glucose (bg) was high for 3-4 hours. The blood glucose was 360 mg/dl and was treated with insulin via bolus and correction pump. No further information available.